Event description:
--

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) was alleged to last less then two years. A possible premature battery depletion was suspected. This device will be explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned. Upon analysis this event will be updated and filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at 59%. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at 79%. Analysis concluded this device did not experience a component anomaly or premature battery depletion.